Event description:
It was reported when an asymptomatic patient presented to the operating room for a routine device replacement, externalized conductors were observed. No electrical anomalies were detected. The rv lead was capped and replaced. No adverse consequences were detected.

Manufacturer narrative:
Awareness date: (B)(6) 2015.

Manufacturer narrative:
(B)(4).